Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therfore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer had changed the infusion set on the day prior to being hospitalized, and that is when his blood glucose levels began elevating. Troubleshooting was not performed as the customer was still feeling ill at the time of call.